Manufacturer narrative:
Additional information: d9: return date: (B)(6) 2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product specifically fibre. Visual inspection found residue/debris on product specifically fibre and no visible damage to the lens. Claim#(B)(4).

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2 -5.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to low vault. The reporter stated " the lens was changed from 12.6 to 13.2. After 3 months, the vault became low again, so the lens was extracted."